Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl, cause was unknown. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer consumed carbohydrates and was treated with intravenous fluids of saline and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.